Event description:
It was reported that patient's device could not be interrogated. Telemetry test failed multiple times. Patient reported feeling intermittent stopping of pulse. Previous device interrogation had reveal battery approaching eri. No resent surgery or MRI¿s were reported. Device is on advisory recall for premature battery depletion. Performing chest x-ray and ECG to determine device functioning was suggested. Electrocardiogram reveled there was no pacing . Device was and explanted and replaced. Patient was asymptomatic.

Manufacturer narrative:
Premature battery depletion and communication failure were confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.